Event description:
Philips received a complaint on the als device indicating that the customer was unable to shock the paddle. The device was not in use at the time of the event. The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. They verified that the paddles were placed properly, and the operational checks passed. The device remains at the customer site and no further evaluation is warranted at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.